Manufacturer narrative:
Only the connector portion of the lead was returned in one piece measuring 16.8cm. Visual analysis found an external insulation abrasion at 12.7cm ¿ 12.9cm from the connector pin, exposing the outer coil, consistent with friction to the device can was noted. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.